Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out with a ruptured balloon on the day of placement. It was later reported via email on (B)(6) 2018 from (B)(6) ((B)(4) representative), there were missing pieces from the balloon, however there were no missing pieces found in the patient when the facility performed a cystoscopy.

Manufacturer narrative:
The reported event was confirmed. The evaluation of the sample noted a hole in the balloon. The hole measured .3255 inches wide and .4065 inches tall. It was 2.292 inches from the tip. The exact cause of the event was unknown. A potential root cause of the reported event is "contact with a sharp object". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Event description:
It was reported that the catheter fell out with a ruptured balloon on the day of placement. It was later reported via email on 20 november 2018 from anori ishii (medicon representative), there were missing pieces from the balloon, however there were no missing pieces found in the patient when the facility performed a cystoscopy.